Event description:
The ge oec 9800 fluoroscopy system had intermittent fluoro functions reboot issues.

Manufacturer narrative:
A ge oec service representative investigated the issue and found a defective fluoro functions pcb that was replaced to repair the malfunction. The system was tested and found to be operating as intended and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No negative patient effect was reported because of this malfunction, that occurred during a procedure.